Manufacturer narrative:
Stelkast was made aware of a size mismatch post-operatively. The surgeon was notified by the attending sales representative. The surgeon decided to not open the incision and will not correct this at this time. No malfunction of the device was alleged.

Event description:
A size 3 tibial insert was implanted with a size 3.5 right cr femur. The surgeon was notified and elected not to revise.